Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that patient received inappropriate shock due to noise. Multiple episodes of noise were observed on the egms. Decreased sensing and increased threshold were noted. Upon explant, lead fracture was seen. The lead was replaced. The condition of the patient was stable before and directly after the procedure.